Manufacturer narrative:
The manufacturer did not receive devices for review. Surgical report was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The rest of the products were reported by zimmer inc. (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 32 x 0 on the left side on (B)(6) 2015. The patient was taken to pacu were subluxated anteriorly on the bed. The patient was brought back to the or and the products were revised. From the described event, the product was implanted less than 24 hours in the patient. This is a split case with zimmer inc. (B)(4).

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number(0009613350-2016-00053-1). All the information captured as per 0009613350-2016-00053-1 including g4(date received by manufacturer) except b4. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend was identified. Compatibility check: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of reported event: it was reported that the patient subluxed anteriorly on the bed after completion of the procedure, terefore the patient was revised due to the dislocation. Review of x-rays: three preoperative x-rays were available. The x-rays do not show the implant. Review of surgical reports: the notes of the preoperative visits and the surgical report of implantation were provided. It was reported that the trilogy cup was implantedat approximately 40 degrees abduction and 20 degrees anteversion. The stem size ( 12.5mm) was chosen to gain some additional length and offset. The hip could not be dislocated anteriorly in full extension and maximum ER but there was near impingement. It was reported that length, offset and anteversion had been optimized and that increasing anteversion would risk posterior impingement and anterior dislocation. No product was available for investigation. Review of surgical techniques: surgical technique for zimmer trilogy it acetabular system states: 45 degrees of abduction and 20 degrees of forward flexion is recommended in most cases. Root cause analysis: possible causes for the reported event according to sap dfmea : a) mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination. B) mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products. Comparison to investigation results whether it is possible and justification: a) possible as no postoperative x-rays are available and the correct sizing and positioning of the components. Therefore this point cannot be excluded b) not possible as the compatibility of the products is given. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to dislocation.